Event description:
In the course of her treatment, part of the dressing used was a smith-nephew conformant would veil. The customer said the home health care workers never removed or replaced the wound veil when the dressing was changed (3 times/week). The wound is now scabbed over and the scab has fallen off but the wound veil material is imbedded in the area and edges of the material are evident. The patient is concerned about the possibility of infection from the veil substance and afraid of any other unknowns that might arise from having this material left in her person. She has an appointment with her doctor today.

Manufacturer narrative:
Samples not expected, additional patient information provided has been sent to manufacturer for assessment of event. Final conclusions and full analysis to be submitted in a supplement report.